Event description:
It was reported that a cartridge alarm occurred with the tandem mobi on september 28, 2025. There was no adverse impact to the customer¿s blood glucose level. Technical support confirmed the occurrence of a cartridge alarm 30 and took action to replace the pump, resolving the issue.